Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs. The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The overlay had weak adhesive bond at all locations.

Event description:
The customer reported a button error alarm. The customer also stated that she was hospitalized due to high blood glucose levels. The customer had been on steroid injections that caused her blood glucose to elevate. The customer was unable to control her blood glucose levels with the insulin pump. Advised the customer that the insulin pump would be replaced due to the alarms. Nothing further was reported.